Manufacturer narrative:
Product analysis: it was determined on analysis that the display of the external pulse generator (epg) was damaged. The epg passed incoming tests performed on automated test system. The unit was cleaned and the display replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.